Event description:
During the implant procedure, some vessels were inadvertently nicked while using the medtronic catheter passer, resulting in bleeding. The surgeon made a third incision, identified the source, and achieved hemostasis using a hemostatic agent and ligation. This resolved the issue.